Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: how was the bleeding identified? Patient vomiting, did scan. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Pulse fire. How was the common channel of jj closed? Not sure. Were any staple formation issues noted throughout the care of patient? No. What is the current patient status? Patient went home week of (B)(6).

Event description:
It was reported that the doctor performed a laparoscopic gastric bypass on a patient on (B)(6) 2019, using a plee60a stapler and gst60w reload, no buttressing material. The patient returned on (B)(6) 2019 with a clot at the jejunostomy. The patient was taken back to surgery, a scan suction was performed. The patient is okay.